Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded alerts for high, out-of-range pacing lead impedances. Measurements were not displayed at the moment of review due to 21hour/24-hour clock but then the values were confirmed as high, out of range. It was noted that there were no changes in the right ventricular (rv) lead threshold and sensing was good. Also, no noise was observed in the logbook. Chest x-ray was performed that did not reveal any issues. Programming options and continue monitoring was recommended. The system has a non-bsc right ventricular lead. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded alerts for high, out-of-range pacing lead impedances. Measurements were not displayed at the moment of review due to 21hour/24-hour clock but then the values were confirmed as high, out of range. It was noted that there were no changes in the right ventricular (rv) lead threshold and sensing was good. Also, no noise was observed in the logbook. Chest x-ray was performed that did not reveal any issues. Programming options and continue monitoring was recommended. The system has a non-bsc right ventricular lead. The ICD and the rv lead remain in service. No adverse patient effects were reported.